Manufacturer narrative:
Bottle 8 (ethanol) was removed from the instrument at 10:32am on (B)(6) 2015 for three (3) seconds, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 10:32am on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. The sub-optimal tissue processing reported by the complainant is derived from the "2 hour xpress" protocol started in retort a at 10:58am on (B)(6) 2015, which completed successfully at 13:17pm on (B)(6) 2015. This protocol comprised 37 cassettes, based on data entered into the instrument software by the user. Review of the reagents used for the "2 hour xpress" protocol started in retort a at 10:58am on (B)(6) 2015, shows that the reagent in bottle 8 (ethanol) was used for the first time in the final dehydration step of the protocol. The actual concentration of the reagent in bottle 8 (ethanol) remained unchanged at 59.9%, because the reagent had not been replaced. This reagent was then used for the final dehydration step in the "2 hour xpress" protocol started in retort a at 10:58am on (B)(6) 2015, from which tissue samples would have exhibited sub-optimal tissue processing. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocol involved and failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual.

Event description:
On (B)(6) 2015, leica biosystems received a complaint regarding sub-optimal processing of tissue in 37 cassettes from a two (2) hour biopsy run protocol in retort a, which comprised small shaves. The complainant advised that the affected tissue samples were very soft; and floating in wax in the molds at embedding. On (B)(6) 2015, a leica field support specialist (fss) contacted the laboratory by telephone in order obtain further information regarding the specific circumstances involved in this complaint and to provide applications support. The fss documented that: "customer stated she noticed bottle #8 appeared to be dirty but the software said it was 100%. All tissue was reprocessed in a normal fashion and put on another peloris to be reprocessed. Customer was unable to take hydrometer readings due to being busy with normal workload." The fss advised the complainant to discard all reagents and replace with fresh reagents. The fss also documented: "test tissue was ran (sic) and processed well." On (B)(6) 2015, leica biosystems received information from the laboratory indicating all tissue samples exhibiting sub-optimal tissue processing were diagnosable.